Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients non rechargeable ipg was nearing its end of life. The patient underwent an ipg replacement procedure and was doing well post- operatively. No device malfunction was suspected. The explanted ipg was not returned.